Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the vns surgery.

Event description:
It was reported that a patient developed an infection at the generator surgical site after a recent generator replacement surgery. The physician believed the lateral positioning of the generator, near the armpit, contributed to the infection. The implanted generator was explanted and the lead was left in place. The patient was given antibiotics for the infection. A review of manufacturing records confirmed that the generator was sterilized prior to distribution. No additional relevant information has been received to date.